Event description:
It was reported that the lead had multiple impedances, and the patient experienced inadequate pain relief despite reprogramming. The patient underwent a lead replacement procedure wherein the infinion lead was replaced with a paddle lead. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.